Manufacturer narrative:
Product analysis conclusion; the reported stent graft deformation and occlusion could be confirmed on the films provided. Complete post-implant CT¿s were not available for review; therefore, a full assessment of the stent graft in-vivo configuration could not be performed. Although the exact cause of the event could not be determined, per the measurements provided on the report, a likely contributor to the occlusion and deformation of the stent graft is oversizing of the stent graft leading to build up of thrombus in the stent graft lumen with subsequent occlusion. Per the endurant stent graft system IFU, ¿ the stent graft component should be oversized to be larger than the vessel inner diameter (aortic components are oversized approximately 10-20%; limb components are oversized approximately 10-25%).¿ although the smallest size of endurant stent graft was used in the patient, the device would still have surpassed the 20-25% oversizing recommendation, especially in the more stenotic areas of the patient anatomy. It is possible that the angulation observed would have contributed to the occlusion and deformation events. The patient death could not be assessed on the films provided and although a cause cannot be established, it is possible that the occlusion and lack of blood flow was at least a contributory factor. Analysis of the returned videos did not reveal any obvious out of specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis a 20-second video consisting of pre-implant axial slices from one week prior to the index procedure (dated (B)(6) 2026) was received. As no scale was provided in the images, vessel measurements could not be performed. A pre-implant report (3mensio) from the same date, which included vessel measurements and morphology, had already been received and reviewed. Therefore, there are no new or additional relevant findings from the video provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update to coding; h6. Fdm and fdr are captured from device that is system reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: enlw1610c95ee, serial/lot #: (B)(6), ubd: 05-jun-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant stent graft system was implanted during the endovascular treatment of an aortic ulcer, abdominal aortic aneurysm and at herosclerotic plaques. The procedure was completed in the evening. It was reported that six hours later, on the following day, a thrombus was found inside the stent graft and arterial embolism was observed in both lower limbs. Emergency thrombectomy was performed. Afterwards, the patient was transferred back to the intensive care unit (ICU). However, the patient expired on the following morning. Per the physician, the cause of the occlusion was due to oversizing. No specific cause of death was provided.

Manufacturer narrative:
Additional information received: it was reported that the death was attributed to the in-stent thrombosis leading to embolism. It was clarified that the oversized stent was bifurcated stent graft enbf2313c145ee. Stent deformation was observed at the level of the stent bifurcation and abdominal aortic bifurcation, which was compressing the stent graft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.